Event description:
The intra aortic balloon was inserted into the pt on 4/15/98 at 5:00 pm and removed on 4/17/98 at 2:00 am. The intra aortic balloon did not malfunction. The pt's feet looked ischemic prior to intra aortic balloon pump. A vascular surgeon was consulted. The pt had minor ischemia and removal of the intra aortic balloon and surgery were required. The intra aortic balloon was not returned to datascope. (Event complications: minor ischemia/removal/surgery required - reported 6/29/98.) (Pt's current status: discharged-reported 6/29/98.)